Manufacturer narrative:
A trilogy ev300 device was being inspected, when it had failed the active exhalation verification test step. A service call was placed to the philips helpdesk for assistance on this issue. There was no harm or injury reported. A philips service engineer (se) assisted the customer on this issue. The philips se evaluated and determined the proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. The philips se replaced the device's proportional valve and 3-way valve to address the issue. After replacing the part, the device meet specification for the performed service, and it was returned to use.

Event description:
A trilogy ev300 device was being inspected, when it had failed the active exhalation verification test step. A service call was placed to the philips helpdesk for assistance on this issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.